Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during sterilization/sanitation preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was blurry. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. No specks or substance was found on the device. No visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. Images taken do not show blurry spots or specks. Images were of good quality. Based on the results of the evaluation, the reported failure mode "poor quality image" was not confirmed.

Event description:
The hospital reported that during sterilization/sanitation preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was blurry. A replacement device was used to complete the procedure. No patient involvement.